Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of transmission, automatic mode switch (ams) episodes and atrial lead noise was observed. The lead remains implanted and the patient will continue to be monitored. No further information is available at this time.

Event description:
New information received states that there was atrial lead noise resulting in inappropriate automatic mode switch (ams). Programming changes and in clinic testing of noise using isometrics and recreating it with arm movements were suggested. The patient has not yet been seen in clinic. No further information is available at this time.